Event description:
During an elective device replacement procedure, noise was noted on the atrial lead. Lead insulation damage was observed. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. A complete lead was returned in one piece. Visual inspection found multiple external insulation abrasions proximal to the suture sleeve tie impressions, breaching the outer insulation and exposing the outer coil. The cause of the reported events was consistent with friction to the device can.